Manufacturer narrative:
(B)(4). E1 initial reporter state: (B)(6). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that ?/hour glass/no readings/sensor error in status box occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced sensor error. The patient was not receiving cgm readings and got "sensor error" on her display device. During this time, the patient started to feel very thirsty, experienced dry mouth and frequent urination. In addition, the patient was using an insulin pump, but it was not working properly because the cannula on the x2 was bent so insulin could not be dispensed to her body. The patient did not take any bg readings but called her doctor and he advised the patient to call emergency medical service. The son called 911 and the paramedics arrived. There was no medication provided to the patient, but they immediately took her to the emergency room. When they arrived, the nurse took a blood glucose reading which was over 600 mg/dl and the dexcom device was still displaying ¿sensor error; no data¿. The patient was diagnosed with diabetic ketoacidosis. The nurse treated the patient with insulin and the doctor advised the patient to stay in the hospital for observation. At the time of the report the patient was still at the hospital but was in good condition. Data was provided for investigation. The problem of? Or hour glass or no readings or sensor error was confirmed. The probable cause was determined to be sensor noise. No additional patient or event information is available.